Event description:
Customer reported experiencing high blood glucose readings and stated that they are not going down even after bolusing. Customer's blood glucose readings at the time of the call were 403 mg/dl and have treated with a manual injection. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer also mentioned that the up arrow button was unresponsive and the motor was making a loud sound. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.